Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String broke off leaving tampon stuck inside my vagina [foreign body in reproductive tract]. When trying to remove the tampon the string broke off, leaving me with a tampon stuck inside [complication of device removal]. String completely broke off, frayed [device breakage]. Case narrative: consumer reported via e-mail that the string broke off during removal and subsequent tampons had frayed strings. No serious injury reported.